Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with cracked case at display window corners, cracked reservoir tube, broken battery tube threads, missing end cap sticker and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 142 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. Additionally, the customer's blood glucose increased to 475 mg/dl throughout the night, which was treated via manual insulin injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.